Event description:
The customer called to report motor error and no delivery alarms. The customer stated that the insulin pump was not exposed to high magnetic fields, but it was exposed to some sort of scanner in london. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer also reported being hospitalized with a low blood glucose reading of 50 mg/dl. The customer stated that he was in a car accident, and was the driver. The customer stated that he was driving, and his wife noticed that something was wrong, and asked him to pull over. The customer didn't remember much about the incident. The customer stated that he received a letter about the drive support cap, and he wanted to make sure his insulin pump was not affected. Had the customer review the drive support cap, and he stated it was not flush or protruded. Advised the customer that his device is not affected, but he was not comfortable with that, and requested a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.